Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it was scrapped. The event date of the initial report was incorrectly reported. The event date in box b: has been updated to reflect the correct date.